Event description:
Customer reported the bedside monitor was not alarming in the room, but alarming at the nurses station. No pt involvement reported. Svc rep replaced speaker and confirmed proper operation.